Event description:
Removal of a spinal cord simulator paddle. The doctor (B)(6) medical doctor orthopedic spine surgeon out of (B)(6). He ripped out the spinal cord simulator paddle out or my spine causing unfix able damage. That is from my neurosurgeon that I just had to go see. Had 2 magnetic resonance imaging since removed out of me.